Event description:
The customer reported a crack on the flange of an 6cfs tracheostomy tube while in use. It was reported that the crack was on the left side of the flange near the connector. The customer did not know how long the tube was in use prior to the alleged report. The tube was replaced without incident. There was no pt harm reported.

Manufacturer narrative:
The sample has not been returned for evaluation.